Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102, charge profile faults) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to contamination on cv-off pins 11-12 component of the monitor pca board. In addition, high voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the contamination was ingress of an unknown liquid. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.